Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, communication with the customer determined the device powered off due to a low battery. The device was connected to a power strip on the crash cart and the staff believed it was charging the battery; however, their investigation found the power strip was not plugged into the wall outlet. Therefore, the battery was not being charged. Per the r series operator?s guide: in order to tell that the battery is charging it will show a steady yellow light on the battery led on the front of the device. If the defibrillator is not connected to ac main power however, the front panel leds will not light regardless of battery status to notify the user that the device does not detect ac power. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the patient subsequently expired.